Event description:
It was reported that, noise resulting in oversensing causing pacing inhibition and inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.